Event description:
Follow-up information provided the patient had ipg replacement on (B)(6) 2018. Therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure on unknown date. Since the procedure, the patient's ipg has been unable to communicate with external devices. It was also reported the patient's ipg may have been placed in MRI mode instead of surgery mode prior to the procedure. As a result, the patient is awaiting surgical intervention.